Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was discovered at a clinical monitoring visiting that the patient experienced thigh pain from (B)(6) 2014 (6 week visit) to 12 months. Patient called and later cancelled appointment as they are happy to self manage.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. The device remains implanted. Medical records received and evaluation: a medical review was performed and concluded: "prior existent gluteal tendon pathology in the patient was repaired at the same time as the arthroplasty but continued to cause some pain in the first year after arthroplasty until adequate healing had occurred and complaints diminished to an acceptable level." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event was determined to be as a result of a "prior existent gluteal tendon pathology". Additional information, including x rays are needed to fully investigate. No further investigation is required at this time. The device remains implanted. It was further reported that the patient is happy to self manage. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was discovered at a clinical monitoring visiting that the patient experienced thigh pain from (B)(6) 2014 (6 week visit) to 12 months. Patient called and later cancelled appointment as they are happy to self manage.